Event description:
Information received indicates the bed will not go into the reverse trendelenburg position.

Manufacturer narrative:
The facilities maintenance replaced the logic board to repair the bed.